Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that six filter struts had perforated the wall of the inferior vena cava (ivc) with impingement on the overlying bowel and right psoas muscle and a medical strut in close proximity to adjacent aortic wall. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to physical and emotional damages from all six primary filter struts perforating the ivc wall with impingement on the overlying bowel and psoas muscle, medical strut in close proximity to adjacent aortic wall, and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Dditional information received per the medical records state that the indication for filter placement was deep vein thrombosis, abdominal pain and intra-abdominal bleed while on chronic anticoagulation therapy. The filter was deployed via the patient's right common femoral vein under fluoroscopic guidance. The filter was placed without difficulty and without complications. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc). The patient became aware of the reported event approximately twelve years and three months after the index procedure. The patient continues to experience mental anguish and fear.

Event description:
Additional information received per the medical records state that the indication for filter placement was deep vein thrombosis, abdominal pain and intra-abdominal bleed while on chronic anticoagulation therapy. The filter was deployed via the patient's right common femoral vein under fluoroscopic guidance. The filter was placed without difficulty and without complications. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc). The patient became aware of the reported event approximately twelve years and three months after the index procedure. The patient continues to experience mental anguish and fear.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused six primary filter struts to perforate the inferior vena cava (ivc) wall with impingement on the overlying bowel and psoas muscle, and a medical strut in close proximity to adjacent aortic wall. The patient reported becoming aware of ivc perforation approximately twelve years and three months post implant. The patient also reported mental anguish related to the filter. According to the medical records the indication for the filter placement was deep vein thrombosis, abdominal pain and intra-abdominal bleed while on chronic anticoagulation therapy. The filter was deployed via the patient's right common femoral vein under fluoroscopic guidance. The filter was placed without difficulty and without complications. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.